Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant there was difficulty getting the right atrial (ra) lead into the atrium because anatomy was tight, and the lead developed a bend near the tip. The physician did not feel comfortable using the lead, so it was removed and replaced. No patient complications have been reported as a result of this event.